Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an unk implantation time, it was reported that the pt had received several inappropriate shocks. No deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
In the returned state, the lead was destroyed and only partially present. About 26 cm of the lead body were not available for analysis. During the analysis of the lead fragments, it was noted that the insulation was damaged by friction. This damage is with high probability to be regarded as the cause for the clinical complaint. The observed damage manifestation requires stress of the lead over a longer period of time. The position and characteristics of the friction damage lead to the assumption of significant mechanical stress of the lead in the implanted state. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. The other damages probably occurred during the operation. There were no indications of material defects or manufacturing errors.